Event description:
It was reported that the pump would not calibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified invalid syringe size alarm in history. During functional testing using the reported issue was duplicated. The size pot pin slipped out of the slide of the barrel clamp assembly and would not detect the size of the syringe and the barrel clamp guide was cracked and a piece was broken off. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced damaged barrel clamp guide.